Event description:
On 15-dec-2020, the following information was received by kci after a review of journal article, kodikara h, king sk, mcleod e. Ehlers-danlos syndrome [eds] type IV: a case report of a rare cause of spontaneous sigmoid perforation and enteroatmospheric fistulae in a child. Surgical case reports. 2020 dec 8;6(1):312, which noted the following: patient underwent laparotomy, oversew of the sigmoid perforation and a defunctioning ileostomy. On post-operative day nine, negative pressure wound therapy (npwt) was applied due to complete wound dehiscence of the patient's abdominal wound. On post-operative day eleven, small bowel effluent was noted in the container. In theatre, four small bowel fistulae were observed within a superficial bowel loop and npwt was re-applied to manage the new fistulae. The following two months involved mobilization, introduction of oral intake, and maturation and eversion of the fistulae. The four fistulae were confirmed to be within the same bowel loop. "Negative pressure wound dressings were ineffectual at removing the effluent from the wound and it became clear the closure of the fistulae and abdominal wall wound not be possible." This led to a change in management to a large custom-fit pouch stoma bag. Fistula output was highly variable, and the high output became a significant problem requiring intravenous replacement and additional total parenteral nutrition (tpn) supplementation. The wound contracted significantly in size over the following four months. The patient was discharged at six months postoperatively, with enteroatomospheric fistula having matured into a complex midline jejunostomy. Management of the patient's stoma continued to be problematic (skin breakdown, pain, psychological distress), resulting in the decision to attempt repair of the fistulae. A further laparotomy was performed. Five jejunal fistulae were mobilized and resected. Negative pressure dressing was overlain and the laparostomy progressively closed over a period of one month with drains in situ. There was further enteric leakage one month post-resection and the patient was discharged four months after the laparotomy. The patient was transitioned to a stoma pouch over six months. The fistulae were managed conservatively. Eighteen months after re-fistulation, the stoma is managed well at home. Multiple factors potentially contributed to the patient's wound dehiscence and enteric fistulae formation "including severe peritonitis, profound systemic compromise, and underlying connective tissue disorder". It was noted that if the diagnosis of eds type IV had been known during the initial laparotomy, an alternative wound therapy system may have been more appropriate. The npwt worked effectively to manage the fistulae in the early weeks, with excellent control of the effluent, no episode of sepsis and good condition of the skin. "However, as oral intake was established and the npwt occluded and became less effective at removing the effluent, a large custom-fit pouch stoma bag proved to be an effective way of managing the large wound and fistulae." On 20-dec-2020, the following information was provided to kci by the surgeon / author: had the diagnosis of ehlers-danlos syndrome type IV been confirmed prior to placement of the v.a.c.® therapy system, it would not have been used "given the inherent tissue friability with the condition". It was unclear if the v.a.c.® therapy system contributed to the fistulae formation. No additional information available. The v.a.c.® therapy unit identifier was not provided and the product was not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Correction: MDR-3009897021-2020-01076 sent on 18-dec-2020 noted the incorrect information in all sections of the MDR. Follow up #1 has the correct information associated with this event. Section b3: the exact date of the incident is unknown. The article was received by the publisher on 07-jul-2020 and indicated the intial event occurred approximately 24 months prior; therefore 01-jul-2018 was used. Section h3: other (code unspecified, describe in h10): device identifier was not provided. Based on the information provided, it cannot be determined that the alleged event is related to the v.a.c.® therapy system. The author / surgeon was uncertain if v.a.c.® therapy caused or contributed to the event. The patient in this case study had a pre-existing condition that pre-disposed him to both gastrointestinal complications and post-operative complications. The patient had a significant medical and surgical history prior to device application. Patients with ehlers danlos syndrome type IV are reported to have high rates of surgical and postoperative complications. The article noted that "multiple factors potentially contributed to the patient's wound dehiscence and enteric fistulae formation including severe peritonitis, profound systemic compromise, and underlying connective tissue disorder". Device labeling, available in print and online, states: enteric fistulas: wounds with enteric fistulas require special precautions to optimize v.a.c.® therapy. V.a.c.® therapy is not recommended if enteric fistula effluent management or containment is the sole goal of therapy. Enteric fistula in certain circumstances, v.a.c.® therapy may help to promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment but as an aid to wound healing in and around the fistula. The goal of therapy depends on whether the fistula being treated is considered acute or chronic. For acute fistula, the goal is to promote wound healing and enable closure of the acute enteric fistula. Fistula management: acute candidate selection, enteric fistula, acute formation, fistula opening must be easily visualized and accessed, npo (nothing by mouth), tpn (total parenteral nutrition, minimal to moderate amounts of effluent, effluent is thin to slightly viscous consistency. Instructions for enteric fistula: I. Acute enteric fistula within a wound (complex) 1. Cover the mouth of the fistula with 2 - 3 layers of petroleum gauze. 2. Thoroughly irrigate and clean the abdominal wound as directed by the physician or institutional protocol. 3. Remove the layers of petroleum-based gauze from the mouth of the fistula. 4. Cover the mouth of the fistula with a single layer of non-adherent material. 5. Cover all areas of exposed bowel or other organs with multiple layers of a non-adherent material. 6. Cut a piece of v.a.c. Whitefoam¿ dressing to size 1 - 2 cm larger than the mouth of the fistula. Apply the of v.a.c. Whitefoam¿ dressing piece directly over the non-adherent material on the mouth of the fistula. The foam should extend 1 - 2 cm beyond the mouth of the fistula. 7. Cut and gently place the v.a.c.® granufoam¿ dressing into the remaining wound. Ensure the v.a.c.® granufoam¿ dressing is in direct contact with the v.a.c. Whitefoam¿ dressing. The v.a.c.® granufoam¿ dressing can also be placed directly over the v.a.c. Whitefoam¿ dressing. 8. Size, trim and apply the drape to cover the entire foam dressing as well as additional 3 - 5 cm border. 9. Cut a 2.5 cm round hole in the drape directly over the location of the mouth of the fistula. 10. Apply the sensat.r.a.c.¿ dressing. 11. Initiate pressure at 125 mmhg negative pressure, or per physician's order. 12. Use continuous therapy throughout therapy. 13. If effluent is noted in the tubing after negative pressure is initiated: a. Increase pressure in increments of 25 mmhg for 20 - 30 minutes and then check for effluent. B. If effluent is still present, continue to increase the pressure and observe up to a maximum of 200 mmhg until there is no effluent in the tubing. C. If effluent continues to flow into the tubing after all measures have been tried, remove vac therapy dressing and consider reapplication. Reapplication of the dressing may be necessary several times to identify an effective application procedure. D. An early sign of initial approximation of the fistula is a reduction in the amount of effluent. E. If unable to identify a successful procedure, an alternative method of treating the patient should be considered. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged event is related to the activ.a.c.¿ therapy system. The author/surgeon was uncertain if v.a.c.® therapy caused or contributed to the event. The patient in this case study had a preexisting condition that pre-disposed him to both gastrointestinal complications and post-operative complications. The patient had a significant medical and surgical history prior to device application. Patients with ehlers danlos syndrome type IV are reported to have high rates of surgical and postoperative complications. The article noted that "multiple factors potentially contributed to the patient's wound dehiscence and enteric fistulae formation including severe peritonitis, profound systemic compromise, and underlying connective tissue disorder". Kci has not been able to obtain sufficient information to establish a root cause. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 19-jan-2021, the following information was provided to kci by the surgeon/author: the patient was utilizing an activ.a.c.¿ therapy system. The activ.a.c.¿ therapy system serial number was not provided and the device was not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal rash is related to the activ.a.c." Ion progress" remote therapy monitoring system or the v.a.c.¿ drape. The nurse reported that they were called out to the patient's residence approximately six hours after a technical issue occurred with the activ.a.c." Ion progress" remote therapy monitoring system. The device evaluation confirmed the patient did experience leak alarms and therapy inactive alarms on (B)(6) 2020 beginning at 0218 until the device was powered off at 0352. The v.a.c.¿ dressing was left in place until home health arrived. Device labeling, available in print and online, states: wound infection: call your doctor or nurse right away if you think your wound is infected, or if the following symptoms develop or worsen: you have a fever, your wound is sore, red, or swollen. Your skin itches or you have a rash, or redness around the wound. The area around the wound feels very warm; you have pus or a bad smell coming from the wound. Keep v.a.c.¿ therapy on: never leave a v.a.c.¿ dressing in place without active v.a.c.¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.¿ dressing from an unopened sterile package and restart v.a.c.¿ therapy, or apply an alternative dressing at the direction of the treating physician. Acrylic adhesive: the v.a.c.¿ drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.¿ therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria or significant signs of allergic reaction appear, seek immediate medical assistance. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound, or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs, or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued.

Event description:
On 19-nov-2020, the following information was reported to kci by the patient: the patient allegedly experienced a technical issue with the activ.a.c." Ion progress" remote therapy monitoring system and subsequently developed a fungal rash to the periwound. The patient was prescribed a topical medication and v.a.c.¿ therapy was discontinued. On 14-dec-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the activ.a.c." Ion progress" remote therapy monitoring system allegedly began alarming due to a leak at approximately 2230. The patient called the nurse at approximately 0430. The nurse arrived at the patient's home shortly thereafter to assist the patient in resolving the leak alarm. The patient informed the nurse that they had not wanted to "bother" their family member, that lived close by, due to the late hour. Upon removal of the dressing, the nurse observed a red rash under the v.a.c.¿ drape. V.a.c.¿ therapy was placed on hold and the physician was notified. On (B)(6) 2020, the patient presented for a follow-up wound assessment and the physician prescribed a topical antifungal ointment to treat the affected area. The fungal rash to the periwound has since resolved. On 03-nov-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2020, the device was placed with the patient. On 10-dec-2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.¿ drape lot number was not available; therefore, a device history record review could not be performed.